Event description:
In 2007, the pt's daughter reported that the pt's blood glucose was elevated to 400 mg/dl. He did not experience any symptoms of elevated blood glucose. His normal blood glucose range is 130-150 mg/dl. He had changed the insulin cartridge earlier in the day and there was a large air bubble in the cartridge causing the elevated blood glucose. The pt's daughter was instructed how to remove the air bubble from the insulin cartridge and the pt reconnected to the infusion site to bolus. Upon follow up on three days later, the pt's wife stated that the pt's blood glucose lowered and he was feeling fine. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.